Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, after implantation of lens it was noted that both the lens haptics were tightly adhered to the optic and could only be separated with difficult manual manipulation. Additional information has been requested, received and stated patient current condition was good. This report is associated with multiple complaints. This file is 4 of 5.

Manufacturer narrative:
The product was not returned for analysis. Only video was returned. The reported complaint was observed on the returned video. Received video shows an implanted iol. Both haptics are on the optic surface and not moving to their desired position, one haptic appears to be on the posterior and the other appears to be on the anterior of the optic. Surgical tools are used in an attempt to move the haptics from the optic surface. The video ends with the haptics still on the optic surface. The reported "adhesion was observed to persist" was reported to occur in "implanted lenses: 26.0d, 26.5d, 23.5d". Although, it has not been clarified with sn number the video belongs to. It was reported that "biotech bio-hyalur 1.8 and 1.0 viscoelastic" was used. This is not qualified for use with the associated iol model. Based on our observation of the attached video, the haptic was stuck to the optic surface. The root cause may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was indicated. The IFU instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. It is unknown if adequate viscoelastic was used. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).